Manufacturer narrative:
(B)(4). Pump received with minor scratched lcd window, broken battery tube threads, cracked lcd window, cracked case at the reservoir tube window corners, a cracked belt clip slot, stained address/serial number label and cracked reservoir tube lip. Pump received with no button response at esc, act, up and down due to unlocked keypad connector during visual inspection.

Event description:
The customer reported via phone call that the near battery compartment had crack . The customer's blood glucose level was 133 mg/dl at the time of incident. The customer was advised that to discontinue the use of insulin pump and revert to the back up plan. The customer will return insulin pump for analysis.